Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that during the prophylactic replacement of the right ventricular lead, an insulation breach was noted. The insulation breach on the lead was noted prior to the start of extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. This event involves a legal case in progress or potential litigation. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.